Event description:
The patient reported when delivering a bolus, the site was extremely painful. The pod was removed after having been worn for between 5 and 24 hours due to the pain and noticed an abscess had formed with purulent discharge coming out of it. The patient went to urgent care on (B)(6) 2025 and was advised to wait to see if the abscess would heal on it's own. The patient returned to urgent care the following day and was prescribed clarithromycin tablets 250 mg (take 4 times a day for 2 days) for treatment. The site was not healing and the patient returned to urgent care on (B)(6) 2025 and was prescribed clarithromycin tablets 500 mg (take 4 times a day for 5 days) to clear up the infection. The doctor advised the patient to stop using omnipod for the next 3 months. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.